Event description:
It was reported that several days afer insertion of the iab, the pump experienced occasional helium leak and loss of alarms. The pump was exchanged, but the alarms continued. Blood was then noted in the helium tubing. The iab was removed with some difficulty and a replacement was performed. The pt expired later of causes unrelated to this event.

Event description:
It was reported that several days after insertion of the iab, the pump experienced occasional helium leak and loss alarms. The pump was exchanged, but the alarms continued. Blood was then noted in the helium tubing. The iab was removed with some difficulty and a replacement was performed. The pt expired later of causes unrelated to this event.